Manufacturer narrative:
The evaluation found there was no output and no front panel control function due to a faulty bi board. The device was repaired to asset specifications and returned to asset stock. A review of the device's repair history showed the asset was last serviced on (B)(6) 2019; inspection only/no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have no output and no front panel control function. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported image malfunction was due to failure of the bi board. The cause of the failure of the bi board could not be identified because the actual product was not returned to the legal manufacturer. However, since it has been 6 years and 3 months since the product was manufactured, deterioration over time could not be ruled out. Olympus will continue to monitor complaints for this device.